Event description:
It was reported that stent dislodgment occurred. The 85% stenosed, 21x2.75mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. No issue were noticed upon unpacking of a 2.75x24mm promus element¿ drug-eluting stent. However, as the physician was about to introduce the stent into the guide wire, the physician found out that there was no stent in the stent delivery system. The physician did notice crimp markings on the wall of the balloon, indicative that the stent was crimped onto the balloon. The stent was never found after the physician checked the inner and outer package of the device. The procedure was completed with another 2.75x24mm promus element drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the tip. The device was received with the stent detached from the delivery system. The stent of the device was received on a 0.0155in mandrel. The stent struts were stretched, distorted and misaligned across the length of the stent. This type of damage is consistent with the stent meeting a resistance or an obstruction. The stent protector was not received for analysis. The balloon was evenly folded and was not subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no issue with the profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 85% stenosed, 21x2.75mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. No issue were noticed upon unpacking of a 2.75x24mm promus element ¿ drug-eluting stent. However, as the physician was about to introduce the stent into the guide wire, the physician found out that there was no stent in the stent delivery system. The physician did notice crimp markings on the wall of the balloon, indicative that the stent was crimped onto the balloon. The stent was never found after the physician checked the inner and outer package of the device. The procedure was completed with another 2.75x24mm promus element drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4).